Event description:
A patient reported night time glare in the form of starbursts on car headlights, and halos on all street lights post-operative lasik surgery. Additional information from patient indicated his surgeon commented that the issue is due to dry eyes. However patient indicated "my eyes do not feel dry'. This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The dev ice history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).